Event description:
On (b)() 2011, leica microsystems received a complaint from (B)(6) laboratory regarding a '1101" error code associated with tissue samples which had been in a dry retort for approximately three (3) hours, using peloris tissue processor serial number (B)(4). On (B)(6) 2011, the laboratory confirmed to leica microsystems that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Results: on-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. The fse found that the secondary drive gear had seized, resulting in the rotary valve being unable to move to the required position and generation of the "1101" error at 03:06 am on (B)(4) 2011 indicating protocol failure. The protocol which failed was the "8-hour protocol" started in retort b at 16:47 pm on (B)(4) 2011. The information displayed to the user in association with this error code indicates that there is no reagent remaining in the retort. The fse replaced the secondary drive gear and also tested the remote alarm, which completed successfully. Conclusions: user interaction with the instrument is recorded at 03:28 am on (B)(4) 2011 through the gui clicks, which show that the user silenced the alarm by selecting the <ok> radio button displayed on the peloris touch screen, but took no further action at that time. Retort b was unlocked subsequent to the protocol failure at 07:00 am on (B)(4) 2011. As a consequence, the cassettes remained in a dry retort for a period of four (4) hours, which may have allowed the tissue to dry out and possibly adversely impacted the quality of tissue processing. The root cause for the tissue remaining in a dry retort for a period of four hours was a use error. Specifically, the action taken in response to failure of the "8-hour protocol" started in retort b at 16:47 pm on (B)(4) 2011 was not appropriate. The user silenced the alarm only, but did not initiate action in response to the information displayed indicating that there was no reagent remaining in retort b.